Event description:
Legal counsel for the patient reported that patient underwent m2a hip arthroplasty on (B)(6) 2007. Subsequently, it is alleged that patient underwent a revision procedure on (B)(6) 2008, for an unknown reason. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2007. Subsequently, legal counsel for patient reports patient was revised on (B)(6) 2008 due to patient allegations of pain, elevated cocr levels and tissue/bone destruction. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2012-00922 / 00925). This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2007. Subsequently, legal counsel for patient reports patient was revised on (B)(6) 2008 due to patient allegations of pain, elevated cocr levels and tissue/bone destruction. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the patient's revision operative report noted the reason for revision was pain and loosening of the acetabular and femoral components. Operative report further noted metallosis. All components were removed and replaced with competitor products.

Manufacturer narrative:
This follow-up report is being filed to relay the reason for the revision procedure, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2012-00922-1 / 00925-1).